Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances. The health care professional (hcp) called and requested technical services (ts) to review the presenting electrogram (egm). Upon review of the daily threshold and impedance measurements, ts confirmed that the rv lead pacing impedances measured greater than 2000 ohms. Ts reported no noise was observed. Ts discussed review findings with the hcp and recommended for patient to be scheduled for an in person visit for further evaluation and testing to be performed. At this time, the rv lead remains in service. No adverse patient effects were reported.